Event description:
It was reported that 2 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "there are impurities in the blood collection tube.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "there are impurities in the blood collection tube. "